Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device for longer than 48 hours. Patient reported developing large blisters on either side of the pod, which broke when removed, resulting in wounds approximately 2 inches by 1.5 inches on the right side of their abdomen. Patient sought medical attention on (B)(6) 2026 and was prescribed topical antibiotics (mupirocin) initially, followed by systemic antibiotics (keflex) when the topical treatment was ineffective.